Manufacturer narrative:
The esheath was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph was provided and shows the sheath shaft distal tip was split. During manufacturing, the device and its components are inspected and tested several times. Per procedure, the sheath shaft components are 100% visually inspected for any defects. During the manufacturing process of the esheath final assembly the devices are 100% visually inspected by both manufacturing and quality per procedure. In addition, after sterilization, the sheath is tested and inspected on a sampling basis during product verification (pv) testing per procedure. The sheaths are tested form kink radius, seam verification, expander insertion force testing, and seam visual inspection pre and post expansion. The work order met the acceptance criteria. These inspections and tests support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any issues that may have contributed to the reported events. A lot history review was performed and revealed no additional complaints for the reported events. A review of complaint history from march 2019 to february 2020 revealed other similar returned complaints for the trend categories. Available information suggests that patient/procedural factors contributed to the events. However, no manufacturing non-conformance were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the february 2020 control limit for all the trend categories. The esheath IFU, device preparation training manual, and the procedural training manual were reviewed for guidance and instruction involving the esheath and the commander delivery system. The procedural training manual provides guidance on sheath insertion. Factors that assist with sheath insertion are as follows: the proximal tapered end of the sheath is larger in diameter, hydrate sheath but do not wipe off hydrophilic coating, insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance, insert slowly with continuous motion to minimize friction, ensure fully expandable portion remains completely within the vessel for proper hemostasis and ensure the sheath tip is inserted beyond the aortic bifurcation. Do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations are as follows: heparin should be given prior to sheath placement to ensure act greater or equal to 250 seconds, use stiff wire (for peripheral access only) in case of peripheral tortuosity, apply tension to wire to provide firm rail for placement, always observe fluoroscopy during insertion, and proper screening is critical to reducing vascular complications. In addition, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification, do not force sheath, once inserted, suture the sheath in place, ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath and intermittently flush sheath with heparinized saline per standard technique. No IFU and training deficiencies were identified. The complaints were able to be confirmed based on the returned imagery of the complaint device. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. Per report, ¿some kind of resistance was felt when the esheath entered¿. It was also mentioned that the patient had slight calcification and tortuosity around the entry point of the access vessel. If calcification is present within the vessel, it could create an obstructive pathway for the sheath insertion, which can lead to the reported insertion difficulty. In addition, it is likely that the manipulation and force used to overcome insertion difficulty, as well as calcification, resulted in the damage to the sheath distal tip. In this case, available information suggests that patient factors (calcification/tortuosity) and procedural factors (excessive force or manipulation of device) may have contributed to the complaint events. No manufacturing non-conformances were identified during evaluation. No IFU/training/ labeling inadequacies were identified. Review of the complaint history revealed that the occurrence rate did not exceed the february 2020 control limits for the applicable trend categories. No product risk assessment nor corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our croatian affiliate, during a transfemoral procedure resistance was felt when a 14fr esheath was inserted into the patient. The sheath was pulled out and damage was noticed. A new esheath was used and the procedure was successfully completed without any further complications or injury to the patient.